Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional code: hrs. (B)(4). A portion of the device remains embedded, device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device possible part number: 04.107.204s. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.211.042, lot #: 7886080 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 42mm. Quantity 210. Components reviewed: part no: 04.211.042.999 2.8mm ti screw blank 42mm lot no: 7812045. Inspection sheet for whirl threads, turn/thread head, flute (B)(4) rev: d meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 28-dec-2014. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4) manufacturing date: 19.jan.2015 expiry date: 01.jan.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.042 / 7886080 was manufactured in us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with variable angle locking compression plate (va lcp) on (B)(6) 2016. Patient was returned to surgery on (B)(6) 2017 for removal of the plate. As the surgeon was extracting, a va locking screw head became dull. Surgeon broke the screw head, extracted the plate, and compressed the screw head. A portion of the broken screw remains embedded in patient bone. Surgery was delayed approximately 30 minutes. Patient outcome is not available. Concomitant devices reported: va lcp plate (part unknown, lot unknown, quantity 1). This report is for one (1) va locking screw. This is report 1 of 1 for (B)(4).